Event description:
It was reported that the right monitor on the 9900 system was blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The right monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.